Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument issue during: revision (l) hemi arthroplasty to reverse. Internal thread at the top of the instrument, that the slap hammer attaches to, is damaged beyond repair. We are unable to connect the slap hammer at all. The side screw is also threaded & we required locking pliers to turn it so we could lock the handle onto the stem. Action taken to manage issue: alternative hospital instruments used to extract the humeral stem. No delay to procedure. No ae to patient.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.